Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal surgery using an open procedure. At an unknown time, "the rod backed out of one of the tulips from screw". No further details are known at this time.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Updated event information: patient is in the hospital and in good condition. Revision surgery was performed last week and larger screws were implanted.